Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) was confirmed due to a defective board that was non-functional. The root cause for the defective board was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a charger would not power on.